Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: on uterus, expulsion of essure device,') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. 509792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included endometrial polyp, feeling floating, pelvic congestion syndrome, dysfunctional uterine bleeding, nausea and vaginal discharge. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), headache ("neurological conditions or problems type: headaches"), dizziness ("dizziness") and abdominal pain lower ("right and left lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomyunilateral oopherectomy and ablation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, menorrhagia, urinary tract infection, depression, headache, dizziness, dysmenorrhoea, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, bladder disorder, depression, device expulsion, dizziness, dysmenorrhoea, headache, menorrhagia, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: final diagnosis: uterus without adnexa (74 grams), total abdominal hysterectomy. Cervix with micro glandular hyperplasia, nabothian cysts, and chronic inflammation. Scant endometrium with secretory pattern. Fibrosis, chronic inflammation, and foreign body giant cell reaction consistent with status post endometrial ablation. Unremarkable myometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: on uterus, expulsion of essure device,') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 509792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included endometrial polyp, feeling floating, pelvic congestion syndrome, dysfunctional uterine bleeding, nausea and vaginal discharge. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2010, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), headache ("neurological conditions or problems type: headaches"), dizziness ("dizziness") and abdominal pain lower ("right and left lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy unilateral oophorectomy and ablation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, menorrhagia, urinary tract infection, depression, headache, dizziness, dysmenorrhoea, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, bladder disorder, depression, device expulsion, dizziness, dysmenorrhoea, headache, menorrhagia, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: final diagnosis: uterus without adnexa (74 grams), total abdominal hysterectomy. Cervix with micro glandular hyperplasia, nabothian cysts, and chronic inflammation. Scant endometrium with secretory pattern. Fibrosis, chronic inflammation, and foreign body giant cell reaction consistent with status post endometrial ablation. Unremarkable myometrium. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs received. Lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, migration of essure device location of device: on uterus, neurological conditions or problems type: headaches & dizziness, dysmenorrhea (cramping), lower abdominal pain, bladder or urinary problems or changes, she did not undergo confirmation test" were added. Outcome of event "abnormal bleeding" was updated as recovered. Medical history and lab data were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.